Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have one bent grip, causing misalignment of the grips. There was a 0.035¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.

Event description:
Refer to h11 for follow-up information.